Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 200s-300s mg/dl. Reportedly, the pump supplies were changed to address the issue. The customer reverted to manual injections for insulin therapy. The pump supplies were in use for up to 5 days with novolog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.